Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, the control-iq algorithm suspended the pump's basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was a value displayed as "low," and the meter bg reading was 600 mg/dl. Bg was addressed via a correction bolus. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.